Event description:
Lead explanted due to high shock impedance which was greater than 150. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 50cm proximal to the lead tip. A distal and a medial fragment were received for analysis. The proximal fragment including the connector pins and the yoke was not returned. An extraction aid was found on the lead body, it is reasonable to assume that the lead was cut during the extraction procedure. The analysis revealed several abrasion marks along the lead fragments. In particular 10cm proximal to the lead tip the insulation was found rubbed through. In this region the conductor cable leading to the rv shock coil was found fractured, which is assumed to be the root cause of the reported high shock impedance. Based on the characteristics of the above mentioned damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages such as deformed shock coils and a bent fixation helix, most likely resulted from the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.